Event description:
It was initially reported that the pt had a generator replacement procedure due to end of service. The generator was explanted and returned to the MFR for product analysis. Product analysis confirmed that the elective replacement indicator (eri) was set to yes, and that the battery was partially depleted. The automated post burn-in test specs were not met, as the supply current 1ma measurement was over the limit. Bench analysis determined that q9 had leaky current and was the root cause of the failure. When q9 was replaced with a known good bench component, the device met the specs requirements. It was determined that the leaky q9 component could potentially be a contributing factor to the end of service condition, indicating that the device may have reached end of service prematurely. A battery life calculation performed during product analysis indicated 0.75 years remaining until the eri flag should be set to yes. The device DHR was reviewed and the generator passed all electrical and mechanical tests, as well as final qc inspections prior to shipment.